Manufacturer narrative:
CAPA escalation: error message "3021 leak sensor s701 detected" is generated when leakage sensor s701 is activated on the aia-360 analyzer. A 13 month retrospective review revealed 4 occurrences of complaints related to these errors on the aia-360 analyzer. However data assessment did not reveal a correlation between the 4 occurrences. The reported data did not indicate any similar root cause between the reported 4 events. The error cleared by either restarting the analyzer, reconnecting wash tubing and cleaning wet sensor. This does not indicate a fault or failure of the operation of the analyzer. There is no indication of a systemic issue and there is no impact to patient safety therefore this does not need further escalation.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event and confirmed the complaint with the customer. The fse instructed the customer to turn the analyzer off and back on; the error cleared and the issue was resolved. The fse did not determine the cause of the report event, the cause was not established. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for 3021 leak sensor s701 detected on the aia-360 analyzer from (B)(6) 2025 through aware date of 10feb2026. There were four (4) similar complaints identified during the search period, including this case. The aia-360 training manual under section chapter 7: list of flags (3021) leak sensor s701 detected description: leakage sensor s701 activated. Troubleshooting: contact the service department. The most probable cause of the reported event can not be established; error cleared after restarting the analyzer.

Event description:
A customer reported error message ¿3021 leak sensor s701 detected¿ on the aia-360 analyzer. The customer powered down and restarted the analyzer, no visible leaks noted and error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.